Event description:
A hospital reported via a distributor that the heater wire plug in the inspiratory tubing of an rt200 adult breathing circuit had bent pins. This was found prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The returned rt200 adult breathing circuit was visually inspected for bent pins. Results: one of the pins of the expiratory heater wire was bent, preventing the insertion of the heater wire adapter plug. The reported fault for this breathing circuit was confirmed. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the heater wire pins are formed during production. It is possible that a damaged pin, whilst passing the final electrical resistance test in the production line, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of events involving bent pins in adult breathing circuits has a rate of occurrence of 16 ppm (units affected in a total sales) worldwide in the last year to january 2009.